Manufacturer narrative:
The device was received at the product investigation lab (pil) where investigation was unable to confirm the alleged issue with the trilogy evo display printed circuit board assembly. Pil visually inspected the suspect component for obvious defects and found a display interface cable connector, broken. Pil was unable to perform any further testing of the component due to physical damage to the component. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information that a trilogy evo ventilator had a ventilator inoperative error occur during a software upgrade. No harm or injury was reported. This notification has been reviewed for information received that during a software upgrade was performed on a trilogy evo, the device had an error code for ventilator inoperative. This information does not indicate a malfunction of the device, but rather as a result of the ventilator service provided as described. The software was re-loaded onto the device without issue after which the device powered on normally without recurrence of the ventilator inoperative error. During service evaluation of the device, error codes were noted in the error log indicating internal battery failure. The internal battery was replaced to address this issue. In addition, during service evaluation the error log was not able to be retrieved from the device using the display. The display printed circuit assembly was replaced to address this issue.